Event description:
It was reported via repair work order that the fowler was stuck and could not be lowered due to malfunction fowler link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.